Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2015. Dtba1d1 crtd, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. It was further reported there was bacteremia and there was vegetation on the right ventricular (rv) lead. The organisms identified were: staph epidermidis, staph haemolyticus and acinetobacter ursingii. The source of the infection was not known. The device, right atrial (ra) lead and rv lead were explanted. The two epicardial left ventricular (lv) leads were partially removed and will be fully removed at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.